Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial loss of capture. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicates that programming changes were made. There were no patient consequences.